Manufacturer narrative:
No patient involvement was reported. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the cleaning process, the drill bit was found broken. There is no patient involvement reported. This is report 1 of 1 for (B)(4). This complaint involves 1 part.

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 310.423, synthes lot number: 9460889: release to warehouse date: 23.april 2015, manufacturing site: bettlach: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The visual inspection has shown that almost the entire length (approx. 40 mm) from the fluted tip section is broken off. Furthermore, the shaft is strongly bent at the middle. The broken off portion and the stop ring were not returned. Because of the damage the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel as required and the measured harness was with within the specification. The broken surface is homogenous what indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that the complaint condition was caused by mishandling during the cleaning process. Therefore, we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.